Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home on (B)(6) 2011. The caller was unsure of cause of death. He stated that he did not agree with what the doctor wrote as a cause of death; broken femur in nursing home and quit going to bathing. The caller did not have the death certificate at the time of call and was unsure of the cause of death. The customer was hospitalized for ten days, then went to another hospital for two weeks, then went to nursing home. The caller was unsure of dates as it was years ago. The date of broken femur was (B)(6) 2011. The customer had one kidney removed due to a spot on the kidney. The customer had a pacemaker, had three strokes, and three urinary infections in the nursing home. The customer's blood glucose at the time of death was unknown. The customer was in a coma for the past few days prior to passing. She was wearing the insulin pump at the time of death. The caller cannot return the device because he doesn't know where it is.